Manufacturer narrative:
Results: evaluation of the returned product found the needle position on the dial plate is between 0 and 120 cm h20. The rubber protective ring is missing and the face plate has a foggy film over it. No readings were taken due to the needle position. Note: the instructions for use state: the cufflator should be calibrated annually, or if measurements fall outside of a set range, or if the cufflator needle does not indicate a reading of zero when nothing is connected, or if the unit is ever dropped. Warning statement: never open the posey cufflator body. If the posey cufflator body is opened, any damages that result will not be covered under warranty. (B)(4).

Event description:
Customer returned the cufflator for calibration only. There was no functional or physical damage reported. The customer did not state when they discovered this issue. There was no patient incident or injury reported.